Event description:
Healthcare professional reported unknown side capsular contracture, baker grade iii/IV. Device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii/IV. Device has been explanted.

Event description:
Healthcare professional reported unknown side capsular contracture, baker grade iii/IV. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture : unable to observe since it is a medical evet and is not related to the device. Additional observations: observed one opening in the anterior side assessed as surgical damage. Crease flat observed on the device. No further actions are required as the device was implanted.